Event description:
It was reported that this patient with an implantable pacemaker recently was evaluated in-clinic, where evidence of far-field atrial over-sensing was observed. Boston scientific technical services (ts) was contacted for review, and it was discussed that the provided electrocardiogram (egm) pointed towards a potential right atrial (ra) lead displacement. Additionally, it was noted that the patient had previously had a right ventricular (rv) lead revision procedure, which could have caused the ra lead displacement. It was clarified that the physician had originally implanted a non-boston scientific rv lead, which had dislodged from the implant location. That rv lead was then surgically explanted and replaced with a new rv lead. Recently, the physician surgically explanted and replaced the ra lead to resolve the event. No additional adverse patient effects were reported. The pacemaker remains implanted and in-service, and the explanted ra lead was discarded and will not be returned for analysis.

Manufacturer narrative:
This report is being sent to correct b5.

Event description:
It was reported that this patient with an implantable pacemaker recently was evaluated in-clinic, where evidence of far-field atrial over-sensing was observed. Boston scientific technical services (ts) was contacted for review, and it was discussed that the provided electrocardiogram (egm) pointed towards a potential right atrial (ra) lead displacement. Additionally, it was noted that the patient had previously had a right ventricular (rv) lead revision procedure, which could have caused the ra lead displacement. It was clarified that the physician had originally implanted a non-boston scientific rv lead, which had dislodged from the implant location. That rv lead was then surgically explanted and replaced with a new rv lead. Recently, the physician surgically explanted and replaced the ra lead to resolve the event. No additional adverse patient effects were reported. The pacemaker remains implanted and in-service, and the explanted ra lead was discarded was discarded and will not be returned for analysis.